Manufacturer narrative:
Title: impact of renal dysfunction on results of transcatheter aortic valve replacement outcomes in a large multicenter cohort citation: the american journal of cardiology (2016) 118(12):1888-189 (doi 10.1016/j.amjcard.2016.08.082) authors: pablo codner, md et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the impact of renal dysfunction after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from multiple centers between 2006 and 2015. The study population included 1,204 patients (predominantly male), 790 of which were implanted with medtronic corevalve transcatheter bioprosthetic aortic valve and 4 of which were implanted with an evolut r transcatheter bioprosthetic aortic valve (serial numbers not provided). Among all patients adverse events included: bleeding, vascular complications, device failure, permanent pacemaker implant, and cerebral vascular accident (cva) occurred. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic products did not cause or contribute to the observed deaths or adverse events, and also provided the mean patient age (76.1 years) and weight (61 kg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.